Event description:
It was reported the pt experienced a problem with recharging. A new recharger was sent to pt and she was able to see the communication screen but could not get coupling. Troubleshooting was done without success. The pt went to the clinic for x-rays. A device flip was confirmed. The hcp numbed up the area and flipped the device back. The pt was able to recharge and establish good efficiency.

Manufacturer narrative:
(B) (4)